Event description:
Device went eos during cardioversion.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. From the info received, the temporary eos condition was confirmed. The available data showed that eos was entered during charging of a manual cardioversion shock. The eos resulted from a temporary drop in the supply voltage while charging the cardioversion shock in 2008. Further analysis indicated that the drop of the supply voltage resulted from a short distance of less than 2cm between the programming wand and the ICD. As a result of such a short distance, the magnetic field of the programming wand may cause a saturation of the transformer during charging, possible leading to a temporary drop in supply voltage below the eos level while charging, triggering the observed eos status. This does not represent a battery or hybrid malfunction. This is underlined by the facts that the battery voltage proved to be normal after the eos condition was removed and another cardioversion shock in 2008 was delivered as expected after ensuring sufficient wand distance, proving that the device itself is fully functional. In summary, the clinical observation was caused by a short distance between the programming wand and the ICD during charging. Please note, that a minimum distance of 2cm between the programming wand and the ICD ensures normal cardioversion shock deliveries. See scanned page.